Event description:
It was reported that the customer was treated by his diabetes educator due to hyperglycemia and ketones. The reported blood glucose reading was 8.8 mmol/l. It was reported that the sides of the display were difficult to see. The customer fell on the insulin pump the day prior to event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.